Event description:
It was reported that a user with a freestyle libre 3 plus experienced unavailable sensor readings and dosing suspension notifications, consistent with a pairing failure that was subsequently resolved after a rescan prompted successful activation and warm-up. Symptoms included absent glucose data display with no adverse clinical symptoms reported. Outcomes included temporary interruption of glucose readings and the need for user intervention and education. User support included troubleshooting with guided rescanning and device education. Investigation of this case revealed a transient connectivity or activation issue consistent with a resolved pairing failure, with the sensor becoming available after proper activation and warm-up. It was concluded, based on previously established findings for similar reports, that the cause was user-dependent activation sequence or transient communication error, resolved through standard troubleshooting.